Manufacturer narrative:
The device has been returned to stryker for evaluation. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report a non-critical issue with their device. There was no report of patient use associated with the reported event. Upon evaluation of the customer's device, stryker observed that the device doesn't detect a patient when connected to the defibrillation electrodes as expected and the control panel buttons are not working.